Event description:
It was reported tha tduring a ptca stent procedure and after pre-dilatation, the vision stent fell off the stent delivery system (sds) during an attempt to place it in a proximal lesion in the diagonal vessel. Unfortunately, it could not be located to remove it. Another company's stent was successfully delivered to the problmatic segment and a second vision stent was able to be successfully delivered through that stent distally. No additional information was available.